Event description:
The customer alleged the ventilator had shut down with an audio alarm, the patient coded and was resuscitated. The ventilator was changed out. It is unknown at this time whether there was any patient injury and an inquiry is being conducted. Reporter will phone with more info. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and adjusted the 12vdc power supply. The unit passed extended self testing. It is not verified that the ventilator shut down at all, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.